Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-00858. Follow up information identified the patient underwent replacement of both leads. Postoperatively, effective stimulation was reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00858. It was reported patient fell and then felt a shocking sensation, as well as uncomfortable stimulation. Diagnostics during ipg replacement indicated high impedance, and a lead was found to be fractured. As a result, the patient may be awaiting lead revision. Both of the patient's leads are being reported because it is unknown which lead is liable. Also see related MFR. Report#:1627487-2018-00754.

Event description:
Device 1 of 2- reference MFR. Report: 1627487-2018-00858.